Event description:
It was reported the pt had some drainage at her ipg site. The site had developed pus and an opened wound. The pt underwent a surgical procedure on (B)(6) 2013 and her entire scs system was explanted. Cultures were taken and the pt was treated with antibiotics. F/u identified the pt's infection has cleared and the wound has completely healed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.